Event description:
During a f/u performed on (B)(6) 2010, the physician noticed unexpected display in some of the f/u data recorded in device memories: the atrial recorded mean rate curve was sometimes not displayed: an atrial arrhythmia episode duration displayed in the episode label (more than one day) was not consistent with the effective record duration of the episode (few minutes).

Manufacturer narrative:
(B)(6), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.